Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2011. Based on livanova technical intervention, root cause of the reported issue can be traced back to faulty electronics on the replaced boards most likely due to wearing of the parts.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the centrifugal pump console. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. There was no led presence or the pump did not turn when flow control knob of the unit was turned and also alarm silence button did not work. In order to fix the issues, flow sensor, flow control board and processor boards in zkr and zpa were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that flow control of centrifugal pump console (scpc) did not work. The issue occurred during procedure. There was no patient injury.